Manufacturer narrative:
The biopsy needle was returned to the manufacturer for analysis. Analysis found there was no fault with the returned biopsy needle. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported the biopsy needle could not collect tissue. A new product was used to complete the procedure. This issue occurred intraoperatively and did not cause any surgical delay.